Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection of the shaft collar area revealed a partial separation. Microscopic investigation of the polytetrafluoroethylene(ptfe) found no irregularities or defects. Microscopic investigation of the tip found no irregularities or defects. A mach 1 guide catheter was used for functional testing. The distal end of the guidezilla was inserted into the hub of the mach 1 and advanced, exiting at the tip of the mach1. During insertion, it was noted that there was a little difficulty at the collar of the guidezilla, but the device advanced once the collar was inside the hub of the mach 1. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17jun2016. It was reported that crossing difficulties occurred. A 145 guidezilla was selected for a percutaneous coronary intervention (pci). During the procedure, the guidezilla could not cross the guiding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation at the collar.